Manufacturer narrative:
The device was reported to be serial number (s/n) (B)(4), but inspected in the field by a stryker field service technician and confirmed to be s/n (B)(4).

Event description:
It was reported that the d850 table allegedly unlocked on its' own. There was no patient involvement, injury or adverse consequences reported.

Manufacturer narrative:
It was reported that the d850 table allegedly unlocked on its' own. A stryker field service technician (sfst) was dispatched for investigation. A sfst went to the customer site and visually examined the table and performed cycle tests and a full mechanical evaluation. The sfst was unable to replicate the complaint. There was no patient involvement, injury or adverse consequences reported.

Event description:
It was reported that the d850 table allegedly unlocked on its' own. There was no patient involvement, injury or adverse consequences reported.